Event description:
It was reported that pump touchscreen was cracked and shattered after customer fell, and screen under protector was damaged and no longer readable, preventing direct use of pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump by operating it through mobile app while technical support arranged replacement pump under warranty, confirmed shipping details, and instructed customer to place existing pump in storage mode, reenter pump settings and reconnect continuous glucose monitor on replacement, and return damaged pump using prepaid label within 10 days, which customer understood and acknowledged.